Event description:
During the atrial flutter left procedure, it was reported the patient's blood pressure dropped while ablating in the left atrium. A pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed on the patient. The patient was electromechanically dissociated and coded, and later the patient expired. It was also reported that high impedances were throughout the procedure. However, no further information is currently available.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
(B)(4). During the atrial flutter left procedure, it was reported the patient¿s blood pressure dropped while ablating in the left atrium. A pericardial effusion was confirmed by ultrasound. A pericardiocentesis was performed on the patient. The patient was electromechanically dissociated and coded, and later the patient expired. It was also reported that high impedances were throughout the procedure. However, no further information is currently available. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. This device was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).